Manufacturer narrative:
(B)(4). The actual complaint product was not returned to assist in the investigation; however ten unopened unused products were returned. A review of complaint history, device history records, instructions for use, quality control and trends were carried out. Based on the history of similar complaints, shedding of hydrophilic coating from the device during the procedure that remained in tissue at the entry site may have resulted in the described failure mode. The provided IFU states the following: "possible allergic reactions or access site infection should always be considered. A sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves have been reported with the use of this product." Quality inspections are preformed to test or review for sterility verification. In-process and final inspection for hydrophilic coated tubings verifies lubricity and durability are sufficient. There is no evidence to suggest the device was not manufactured to current specifications. Although no conclusive evidence exists to contradict the statements of the event, the complaint is confirmed based on prior similar complaints of sterile inflammatory response without a pathology report from the described event, it is difficult to determine with certainty why the failure mode occurred. We have notified appropriate internal personnel and are continuing to monitor complaints for similar events. Additionally, the risk-to-benefit analysis has offered the following conclusion: although the reported occurrence rate has increased, the potential severity of the sterile inflammatory response remains moderate. The benefits, including easier sheath insertion and removal, reduced incidence of radial artery spasm and diminished pain, are notable. Consequently, the benefits of the device outweigh the noted risks.

Event description:
Problems of infection at the insertion site. Additional information has been requested but not provided by the reporter. Patient outcome is unknown as information was not provided by the reporter.